Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 500ml intravia containers leaked. After compounding with bupivacaine via a baxter pump, a tear was observed in the seals of the bags along the bottom of the bags near the hanging ports on the non-printed sides of the bags. This resulted in the medication leaking out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation. During visual inspection, an opening was observed in the hanging part of all three bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.